Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the up arrow and contrast keypad buttons required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling along the right hand side. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery. There was evidence of contamination found under all keypad contacts. During evaluation, the audio bolus button was found to be punctured in the center and had an intermittent response. A damaged audio bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damage is obvious and detectable and should alert the user to discontinue use of the pump. The audio bolus button cover and slug were removed during testing, and there was contamination found underneath. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a dim display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.